Event description:
Customer reported receiving erratic glucose readings from their freestyle freedom meter. Customer reported experiencing symptoms of headache, shortness of breath, tiredness, sleepiness and excess urination. Customer also reported going to a local hospital where she was treated with an insulin shot and pain medication. The diagnosis at the hospital is unknown, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.